Event description:
As reported to coloplast though not veriifed, patient experienced pain, mesh erosion, possible mesh perforation, urinary incontinence inability to perform sexuallly and will require excision of the mesh.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Devcie not returned.